Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead exhibited poor thresholds. The lv lead was removed. A second lv lead was attempted, but the second lead also exhibited poor thresholds and it was removed. A replacement lv lead will be placed at a later date. No patient complications have been reported as a result of this event.